Event description:
Legal claim received alleging that the patient suffers from toxic levels of chromium and cobalt in patient's blood. Update (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. Part/lot was also identified. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014. Update der rcvd (B)(4) 2014 (left hip) - updated dor, patient age, surgeon details and reported an additional product. Also added pain to reason(s) for revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.